Manufacturer narrative:
Type 2 diabetic on vgo 20 for approximately 7 days in (B)(6) 2018 reported that she experienced hypoglycemia while wearing a vgo device on (B)(6) 2018. The patient was attending her dialysis and began to feel symptoms of sweating, chills, and throwing up. Her bg measured 63mg/dl. The patient went to the ed after dialysis. It is unclear if she was treated in the ed at that time. She indicated that she consumed oral carbohydrates to treat the hypoglycemia. The patient consulted with her prescribing hcp on (B)(6) 2018 and was told to discontinue vgo use. No further information available. There is no alleged malfunction of the device. The dialysis staff removed her vgo device and discarded it. Root cause is undetermined.

Event description:
Type 2 diabetic on vgo 20 for approximately 7 days in (B)(6) 2018 reported that she experienced hypoglycemia while wearing a vgo device on (B)(6) 2018. The patient was attending her dialysis and began to feel symptoms of sweating, chills, and throwing up. Her bg measured 63mg/dl. The dialysis staff removed her vgo device and discarded it. The patient went to the ed after dialysis. It is unclear if she was treated in the ed at that time. She indicated that she consumed oral carbohydrates to treat the hypoglycemia. The patient consulted with her prescribing hcp on (B)(6) 2018 and was told to discontinue vgo use. No further information available. Device was not returned.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI # was provided and the other UDI's are listed here: (B)(4). Reporter occupation: non-healthcare professional. Type of report: follow-up #1. Follow-up type: correction checked.